Event description:
The patient's mother called animas reporting that the pump had stopped working after the patient got out of a swimming pool. She reported that the patient's blood glucose levels were up to 27 mmol/l at one point and at the time of the call to animas her blood glucose level was 8.6 mmol/l after manually injecting insulin. There is no indication of a serious injury. She said her husband went to obtain another pump until that one can be replaced. The pump display screen was blank and there were no audible or vibratory tones. There was no visible pump or battery cap damage. The batteries were reportedly changed twice and the pump still did not function.

Manufacturer narrative:
(B)(6). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 2 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the total daily dose history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 correctly reflected the user programmed basal rates. No power events occurred during testing.